Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect various components and clean the pneumatic tap area but could not successfully load the cartridge. Technical support provided assistance in filling and loading a new cartridge, but the issue persisted, requiring escalation to customer support for further troubleshooting.